Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
No parts have been replaced or returned to the manufacturer for evaluation. No procode, common device name, UDI number, and/or 510k provided as this device is not released for distribution in the united states. No parts were returned for analysis.

Event description:
A medtronic representative reported that while in a functional endoscopic sinus surgery (fess) case, when the CT images were imported, the monitor screen on the navigation system changed to the starting screen and became unresponsive. The system was manually shut down and restarted normally. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on patient outcome. The procedure was completed using the navigation system.